Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the blue plunger handle that snaps into the bottom of the cartridge was broken when the catridge was being filled. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 02/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2016 with the following findings: the 5 unopened samples showed no damage to the blue plunger extractor. The opened sample was returned with no plunger extractor for investigation. A leak test was also performed with no failures observed; no leaks were observed from the luer connection, o-rings or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.